Manufacturer narrative:
This report is submitted on 2 march 2021.

Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced an extrusion of the electrode array into the external auditory canal. The patient was treated with oral antibiotics, and the device was explanted on (B)(6) 2020. The patient has been reimplanted with a new device.